Event description:
It was reported that a patient suffered from uncontrollable rise of intraocular pressure (iop) after selective laser trabeculoplasty (slt) treatment. While a transient iop rise is a common side effect, this specific patient needed an increase of medication (from one drug to two) due to insufficient iop control after the spike. Three months after laser treatment this patient needed a surgery because of uncontrolled iop and inability for further increase of topical medication due to multiple drugs intolerances. The surgery performed was an uneventful phaco-migs. The iop at six months laser treatment follow up was 12 mm hg (baseline iop of 29 mmhg)

Manufacturer narrative:
According to the instruction for use, the device slt function of the device is intended only for primary open-angle glaucoma. In this case, the user treated pexg patients with slt function which represents an off-label use. In general, the instruction for use lists ocular hypertension under side effects of slt. A device analysis is not necessary since this is a user error, and no device malfunction was reported.